Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a normal delivery of a patient, the uterus contracted well and the vaginal wall was not lacerated. There was a lot of bleeding at the erosion of the cervix, therefore, a lateral episiotomy was performed. Surgical sutures were used for layered suture, and 2-0 absorbable surgical sutures were used subcutaneously for continuous suture. When the muscle layer was sutured, the needle and suture were detached, and the broken end was the connection between the end of the needle body and the thread. The suture needle with thread had no needle hole for re-threading, so the suture could not be used any more. To resolve the issue, new suture was opened to complete the case. There was no patient injury.